Event description:
The below report was received by health authority afssaps (reference number: (B)(4)) on 25-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("small intramyometrial fragment in the anterior uterine isthmus"), device breakage ("small intramyometrial fragment ") and device expulsion ("second essure device completely in the uterus, device in process of migraton") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device insertion difficult ("left tubal ostium extremely difficult to locate, located with some difficulty, challenges" on (B)(6)2012). The patient had a medical history of general anesthesia (for essure insertion, intrauterine adhesions split) on (B)(6) 2012 and intrauterine synechiae (abnormal uterine morphology). On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required), insomnia ("difficulty sleeping"), neck pain ("cervical pain"), myalgia ("muscular pain") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2022). At the time of the report, the embedded device, device breakage and device expulsion had not resolved. The outcomes for insomnia, neck pain, myalgia and loss of libido were unknown. No causality assessment was received for essure with regard to embedded device, device breakage, device expulsion, insomnia, neck pain, myalgia or loss of libido. The reporter commented: the left tubal ostium was extremely difficult to locate, but was locate with some difficulty, left essure device was introduced. Events had occurred over several years. Currently device in process of migration hysterectomy scheduled for removal in (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kg. [Computerised tomogram pelvis] on (B)(6) 2022: without contrast: presence of a clip in contact with the left ovary. Right essure device in usual intratubal location. There is a 2nd device wholly within the uterus, located in the anterior body/isthmus region, with a small intramyometrial fragment in the anterior isthmus. No intraperitoneal fragments seen, in addition, no abdominal or pelvic mass, no deep lymph node enlargement. Mesenteric fat normal in appearance. No hepatosplenomegaly. Conclusion: one essure device in usual right tubal location, and one essure device in an intramyometrial position. The lower segment of this latter device appears to have fragmented. No intraperitoneal fragments seen [hysteroscopy] on (B)(6) 2012: essure implantation procedure under general anaesthesia: scope introduced using the betouki method. Note that the uterine cavity appears abnormal in its morphology. The cavity is notably cylindrical and narrowed. Some of these intrauterine adhesions carefully divided using the hysteroscope, which enabled to access the right tubal ostium without too much difficulty. Essure device introduced with no notable difficulties. 2 outer coils trailing into the uterus after insertion. The left tubal ostium was extremely difficult to locate, but was managed to locate, with some difficulty. Essure device introduced. 5 outer coils trailing into the uterus. Given the operative challenges, a follow-up hysterosalpingography is advised in order to ensure the implants are functional and to assess these probable intrauterine adhesions based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority afssaps (reference number: (B)(4)) on 25-may-2022. The most recent information was received on 03-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("small intramyometrial fragment in the anterior uterine isthmus"), device breakage ("small intramyometrial fragment") and device expulsion ("second essure device completely in the uterus, device in process of migraton") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device insertion difficult ("left tubal ostium extremely difficult to locate, located with some difficulty, challenges" on (B)(6) 2012). The patient had a medical history of general anesthesia (for essure insertion, intrauterine adhesions split) on (B)(6) 2012 and intrauterine synechiae (abnormal uterine morphology). On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required), insomnia ("difficulty sleeping"), neck pain ("cervical pain"), myalgia ("muscular pain") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2022). At the time of the report, the embedded device, device breakage and device expulsion had not resolved. The outcomes for insomnia, neck pain, myalgia and loss of libido were unknown. No causality assessment was received for essure with regard to embedded device, device breakage, device expulsion, insomnia, neck pain, myalgia or loss of libido. The reporter commented: the left tubal ostium was extremely difficult to locate, but was locate with some difficulty, left essure device was introduced. Events had occurred over several years. Currently device in process of migration hysterectomy scheduled for removal in (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Computerised tomogram pelvis] on (B)(6) 2022: without contrast: presence of a clip in contact with the left ovary. Right essure device in usual intratubal location. There is a 2nd device wholly within the uterus, located in the anterior body/isthmus region, with a small intramyometrial fragment in the anterior isthmus. No intraperitoneal fragments seen, in addition, no abdominal or pelvic mass, no deep lymph node enlargement. Mesenteric fat normal in appearance. No hepatosplenomegaly. Conclusion: one essure device in usual right tubal location, and one essure device in an intramyometrial position. The lower segment of this latter device appears to have fragmented. No intraperitoneal fragments seen. [Hysteroscopy] on (B)(6) 2012: essure implantation procedure under general anaesthesia: scope introduced using the betouki method. Note that the uterine cavity appears abnormal in its morphology. The cavity is notably cylindrical and narrowed. Some of these intrauterine adhesions carefully divided using the hysteroscope, which enabled to access the right tubal ostium without too much difficulty. Essure device introduced with no notable difficulties. 2 outer coils trailing into the uterus after insertion. The left tubal ostium was extremely difficult to locate, but was managed to locate, with some difficulty. Essure device introduced. 5 outer coils trailing into the uterus. Given the operative challenges, a follow-up hysterosalpingography is advised in order to ensure the implants are functional and to assess these probable intrauterine adhesions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.